Event description:
The customer had experienced an elevated bg level of 188 mg/dl and had delivered a correction bolus; within two hours, however, her levels had increased to 288 mg/dl despite the bolus. A manual insulin injection was then administered, but bg levels remained high (282 mg/dl) an hour later. Her bg levels gradually lowered for the evening, but had escalated to 249 mg/dl by the following afternoon. The pod will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or manufacturing deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process issue or product defect. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.